Event description:
A 10/11mm trocar was placed in the abdomen. The surgeon noticed a loose screw on the gripper portion of the lower right trocar. The surgeon adjusted the screw to keep the trocar in position. Upon insepction bleeding was observed. The surgeon attempted to control the bleeding several times by suture. However, all attempts were unsuccessful. The trocar was removed and a laparatomy was performed. The surgeon visualized a ragged muscle with evidence of right epigastric injury ligation. The muscle edges were cauterized and hemostasis noted.